Manufacturer narrative:
One device was received for evaluation. Visual inspection found no damage. A system fault 42,224 was found in the device¿s event history log. Functional testing was able to duplicate the reported problem. It was determined that the defective mpu board was the root cause. The mpu board was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. Date returned to mfg: 1/10/2024

Event description:
It was reported that the pump exhibited error code 42224. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, h3: device has not been returned to manufacturer.